Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.0, reference: 1.8, mean: 2.40, confidence limits: 1.6-3.4; 3.0, 1.9, 2.45, 1.9-4.6. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Accuracy criteria was met. Product deficiency not established. No further investigation required. Functional testing was performed on returned meter (B) (4). Both tests failed on sample indicator on. Visual inspection revealed slight contamination on heater plate. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B) (6) 2010, inratio: 3.0, lab: 1.8; 3.0, 1.9.